Event description:
The weck sales rep reported the incident in july 2004. The initial report indicated that during coronary artery bypass graft (CABG), applier caused a cut on internal mammary vessel during clip application. The surgeon had to place another clip behind cut location to stop bleeding. No pt injury occurred. The applier used was a horizon small 8" curved applier.